Manufacturer narrative:
The fse flushed and cleaned the blood sampling valve (bsv) and the differential shear valve. (B)(4).

Event description:
The customer reported returning background diff 470 error message involving the coulter lh 780 hematology analyzer. Service was requested and a beckman coulter field service engineer (fse) assessed the instrument at the facility. The fse discovered a few drops of fluid leaked in the differential area and fluid dripped from the differential sample line. The fse flushed and cleaned the blood sampling valve (bsv) and the differential shear valve. The fse replaced the differential sample lines from the shear valve to the differential mixing chamber, the t-fitting, and the differential mixing chamber. The fse also replaced all the actuators for pinch valve vl46b, vl65, and vl41. The fse performed system performance and results were within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous results were generated. Patient results were not impacted. There was no patient consequence associated with this event. The instrument conformed to the manufacturer¿s published performance specifications and was returned to normal operation.